Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device dislocation ('essure device that has migrated to the intestines') in a 41-year-old female patient who had essure (batch no. Unk) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2022, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device dislocation ("essure device that has migrated to the intestines") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted (intra-uterine). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.